Manufacturer narrative:
As per additional information received, the device was explanted but has not been received for investigation yet. The previously reported results namely, damage to the active electrode, as might be caused by an external mechanical impact appears likely, still apply. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The patient is not responding to sound since 2-3 days. The patient fell and hit the floor on the implant side. The user has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient has not been responding to sound for 2-3 days after falling and hitting the floor on the implant side. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not responding to sound since 2-3 days. The patient fell and hit the floor with the implant side.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient is not responding to sound since 2-3 days. The patient fell and hit the floor on the implant side. Re-implantation is considered.